Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned two-photo sample noted one opened (without original packaging), used silicone foley. Visual inspection of the two-photo sample noted that there was a ridge /cuff on the catheter balloon. This does not meet specification which states, " balloon must not cuff after deflation". No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: instructions for use the clinical benefits of all-silicone foley catheters are that they aid in clinical management by allowing for continuous drainage and measurement of urine. For lubrisil hydrogel coated all-silicone foley catheters, the hydrogel coating is designed to reduce friction in catheter insertion. Foley catheters can be used in patients of all ages. Up to 10 ch/fr is generally considered pediatric sizing; however, the appropriate size should be determined by the healthcare professional. Indications for use: all-silicone foley catheters are indicated for use in the drainage and/or collection and/or measurement of urine. Generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. However, drainage is sometimes accomplished by suprapubic or other placement of the catheter such as nephrostomy tract. Intended user: this product is intended to be used by qualified healthcare professionals. Intended use: for urological use only. Contraindication: no known contraindications. Warnings: on catheter, do not use ointments or lubricants having a petroleum base. They will damage catheter and may cause balloon to burst. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state, and federal laws and regulations. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness, or death of the patient. Users and/or patients within the european union, should report any serious incident that has occurred in relation to the device to the manufacturer and the competent authority of the member state in which the user and/or patient is established. Users outside of the european union should report any serious incident that has occurred in relation to the device to the manufacturer and the regulatory authority of the country in which the user and/or patient is established. Precautions: do not use device if package is opened or damaged. Do not aspirate urine through drainage funnel wall. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Instructions for use: follow your facility protocol for all processes related to catheterisation, re catheterisation, stabilization and urine collection. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that reporter stated that the balloon in a foley catheter did not deflate and required to visit to the emergency room and a urologist to have it removed. Also stated that they used foley catheters daily at home and when they were unable to remove the catheter, they went to the emergency department on (B)(6) 2024. The emergency room was unable to deflate the balloon or remove the catheter and referred them to the urologist. The urologist was able to remove the catheter on (B)(6) 2024 and notified the patient to avoid this specific lot number. Reporter stated that 49 catheters from their home supply have mismatching lot numbers on the packing and they were unable to identify which catheters had the defective lot number. It was noted that the given lot# was ngjv0660. Per follow up via phone on (B)(6) 2025, it was reported that the lot # on the foley was ngvv0660 and on the package was the lot#ngjv1075. The customer stated that he receives the supplies from adapt health. Adapt health replaced the defective foley but those was misbranded also. The lot numbers on the package did not match the lot number on the foley. Customer had a total of 49 foley with mix matched lot numbers and he was advised by his insurance (bcbs anthem) to discontinue use of the misbranded foleys. The customer also wants to be reimbursed for the trips to the ER, gas, food, hotels, trip(s) to the mayo clinic in (B)(6). Per customer follow up on (B)(6) 2025, it was reported that they had a lot of medical appointments and were headed to the mayo clinic for a week today. They would be in touch when they return and were still waiting for a manager to call them and were not sure why despite the numerous times, they have talked to customer service people that they can never get what happened right. And they have not heard about the replacements for the defective lot and the misbranded products or recouping our costs as a result of the defective balloon. In the past when they had defective products, for example a g tube, the manufacturer has seemed to be more concerned and responsive with their communication and replacement of products.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that reporter stated that the balloon in a foley catheter did not deflate and required to visit to the emergency room and a urologist to have it removed. Also stated that they used foley catheters daily at home and when they were unable to remove the catheter, they went to the emergency department on (B)(6) 2024. The emergency room was unable to deflate the balloon or remove the catheter and referred them to the urologist. The urologist was able to remove the catheter on (B)(6) 2024 and notified the patient to avoid this specific lot number. Reporter stated that 49 catheters from their home supply have mismatching lot numbers on the packing and they were unable to identify which catheters had the defective lot number. It was noted that the given lot# was ngjv0660.